Manufacturer narrative:
A6 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. While on support, the impella cp device was operating at performance level 9 with expected flows of 3.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. During support, a large hematoma was reported at the right groin impella insertion site around the repositioning sheath. The repositioning sheath was reported to be properly placed with angle matching. A femostop device was applied; however, bleeding was not controlled, and the patient required transfusion of 1 unit of packed red blood cells. Due to ongoing bleeding, the patient was returned to the cardiac catheterization laboratory for device removal. Following weaning and explant of the impella cp device, angiography revealed a perforation of the right iliac artery. The provider successfully treated the perforation with placement of two viabahn covered stents, achieving hemostasis. An intra-aortic balloon pump was subsequently implanted via the left femoral artery for continued hemodynamic support. The patient received 600 mg of clopidogrel, and the activated clotting time was reported as 243 seconds. The patient survived the explant of the impella cp device and implantation of the intra-aortic balloon pump with no additional complications reported.